Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "breakage of the gamma3 nail occurred. After a fracture of the right femur due to a fall, open reduction, tension belt and gamma nail osteosynthesis was performed. Healing was initially problem-free and successful, and I tried to support this with the means and forces at my disposal. From (B)(6) 2022, I suddenly had pain that intensified to such an extent that I was no longer able to walk on (B)(6) 2022. During an immediate visit to the clinic on the same day, an x-ray revealed the suspicion that a fracture of the nail had occurred. A CT scan the following day then confirmed this suspicion. Thereupon I was operated again on (B)(6) 2022, the broken nail was removed and replaced by a new one."